Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the device has a speaker malfunction and its unknown if there was sound coming from the device. It is unknown if the device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
E1 (B)(6). Analysis was performed by remote service personnel stated that the results of the analysis was that a speaker malfunction was observed. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer with a mainboard to replace the issue. A review of the service history for this device shows that the problem has not been reported again for this devic